Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the device irrigation port did not work, and the metriq pump gave an error message about a problem with flow. During an ablation procedure to treat supraventricular tachycardia, a blazer open-irrigated ablation catheter was used. While changing the curvature of the catheter, it was observed that the irrigation port was not working properly. Subsequently, the metriq pump alerted with an error message about a flow issue. The flow rate was 2ml and 17/30 during ablation. The catheter was replaced, and the procedure was completed without patient complications. The device was disposed and will not be returned for analysis.